Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type , update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation of the complaint, the problem was determined to be an insufficient disinfection method guide for the tranducers (v5m and v7m) control parts. This enhancement request was provided to the appropriate product development team for consideration in future releases and/or products. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that after a transesophageal echocardiography (tee) procedure, the device used was sent to the decontamination lab; however, the customer believes that the handle and the cable are risk for cross-contamination. The customer wants a method of low level disinfection for the handle, cable, and the controls of the transducers. The user manual states that pad moistened with 70% isopropyl alcohol is the only method for cleaning the v5m and z6m but does not state anything about the v7m. Customer hospital infection control policy requires them to use a low level disinfectant product; not alcohol. What other options does the customer have for v5m and v7m. There was no patient involvement. No additional information was provided.